Event description:
It was reported that this device came out of the pocket due to wound dehiscence. Incision was sutured closed at the time of implant. The wound was re-sutured and the device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
On (B)(4) 2020 - it was reported that this device externalized and was explanted on (B)(6) 2020. The device was received and analyzed. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. A visual inspection of the device showed no anomalies. The memory content of the device was extracted without any issues.

Manufacturer narrative:
2/9/2020 - it was reported that this device externalized and was explanted on (B)(6) 2020. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.